Event description:
It was reported that bd insyte autog bc needle did not retract. The following information was provided by the initial reporter: needle did not retract after several attempts to engage/pressing on button. 10sep2024. ¿ any adverse event or serious injury reported to patient or healthcare professional? No. ¿ any physical sample available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? No. ¿ any picture of this complaint? No. ¿ date of event: 8/8/2024. ¿ was button depressed? Can the button be pushed or does it appear ¿stiff or stuck¿: button was pressed but needle did not retract. Rn did not report button was "stiff or stuck". ¿ did needle retract at all? Was there a needle stick injury? No needle did not retract. No needle stick injury to patient or nurse.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 382534 and lot number 4136120. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.